Manufacturer narrative:
Review of provided patient x-rays and medical records could not confirm a product problem. Review of additional medical records received identified a number of external conditions the patient is suffering from that may contribute to the pain reported. Evaluation of patient radiographs found fit and alignment are anatomic/normal.arthroplasty is anatomically aligned and hardware is intact without fracture/fragmentation. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Due to the medical history of the patient, specifically the MRI finding of a scrotal hydrocele and previous prostate/testicular procedure, likely related to the discovery of fluid in the groin, and the MRI finding of a tear in the abductor musculature, the root cause can be attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient is experiencing pain, difficulty walking, fluid in groin area, accompanied with multiple cortisone injections hip and back. Abductor dysfunction and tear, chronic back pain and related back surgery prior to the reported left hip arthroplasty, and scrotal hydrocele and related prostate/testicular surgery were noted in review of provided patient medical records. No revision has been scheduled as the surgeon noted the devices are well placed. No further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant products: 00784802300, m / l taper g2 neck, 62898111; 00801803202, cocr femoral head, 62969012; 00875705801, continuum tm cup, 62982883; 00771301200, m / l taper kinectiv stem, 63068944; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 62775778; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 63084868. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02438; 0002648920-2018-00364; 0001822565-2017-06574 ; 0001822565-2017-06575.

Event description:
It was reported that following a total hip procedure the patient is experiencing pain, the inability to walk, limited range of motion, and fluid in the groin area. Patient has undergone an aspiration of fluid, additional physical therapy, and multiple cortisone injections into the hip and back. Patient reported no revision is planned, as surgeons have stated the devices are well-placed. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): unknown, unknown head. Unknown, unknown cup. Unknown, unknown stem. Multiple MDR reports were filed for this event, please see associated reports: a 0001822565 - 2017 - 06572, 0001822565 - 2017 - 06574, 0001822565 - 2017 - 06575. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a total hip procedure, patient is experiencing pain, the inability to walk, and fluid in the groin area. Patient has undergone an aspiration of fluid, additional physical therapy, and multiple cortisone injections into the hip and back. Patient reported no revision is planned, as surgeons have stated the devices are well-placed. Attempts to obtain additional information have been made; however, no more is available at this time.